Event description:
It was reported that the guidewire was caught in the jetstream catheter, and the jetstream shaft fractured. A 1.6mm jetstream sc atherectomy catheter was selected for use in an intervention below the knee. The target lesion was mildly calcified and located in the mildly tortuous anterior tibial artery. During the procedure, the distal shaft fractured, but it did not fully detach. The 0.014 inch thruway wire was caught in the jetstream. The devices were removed from the patient. The procedure was completed with a percutaneous transluminal angioplasty (pta) balloon. No patient complications were reported. The patient is doing well. It was further reported that these issues occurred during advancement. It was further clarified that the tortuosity was severe.

Manufacturer narrative:
Device eval by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of a jetstream sc-1.6 with a guidewire in the device. The device and the catheter shaft were analyzed for damage. The catheter shaft showed a kink located 18cm from the tip. There were also multiple bends and kinks from the tip to proximal approximately 30cm. The guidewire was in the device. The guidewire was sticking out of the distal end approximately 32.5cm and sticking out of the proximal end 103cm. There was no break on the shaft; however, kinks were noticed. The device was set up per the instructions for use. The device primed and functioned as designed. The guidewire was pulled out of the device with some effort, but it was removed. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was confirmed for a guidewire sticking issue due to shaft damage.

Event description:
It was reported that the guidewire was caught in the jetstream catheter, and the jetstream shaft fractured. A 1.6mm jetstream sc atherectomy catheter was selected for use in an intervention below the knee. The target lesion was mildly calcified and located in the mildly tortuous anterior tibial artery. During the procedure, the distal shaft fractured, but it did not fully detach. The 0.014 inch thruway wire was caught in the jetstream. The devices were removed from the patient. The procedure was completed with a percutaneous transluminal angioplasty (pta) balloon. No patient complications were reported. The patient is doing well.